Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 215-300 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.